Event description:
The customer reported that she was hospitalized for high glucose level. The customer stted that she was camping and found out that the pump only gave her an option to escape and rewind during manual prime. The customer attempted to prime several times without changing the infusion set; then the customer was taken to the hospital. The customer was not wearing the pump at the time of call. Advised customer to not resume use of pump.